Manufacturer narrative:
No report of patient involvement. The date of manufacture was not available at the time of filing. The hospital reported the unit will be returned to a third party service organization for replacement. The unit will not be returned to ge healthcare for investigation. An exact root cause determination for the reported complaint cannot be determined without the no report of patient involvement. The date of manufacture was not available at the time of filing.

Event description:
The hospital reported the unit failed the preoperative leak test. There was no report of patient involvement.